Event description:
It was reported that this lead was explanted and replaced due to dysfunction of the electrode. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).